Event description:
It was reported by the patient's mother that the patient seizures seem to have gotten worse after she had her device placed, no seizure control, multiple seizures a day, and especially at night. No other relevant information has been received to date.